Event description:
It was reported that during the implant procedure there was high lead impedance in multiple positions. It was further noted that after multiple attempts the physician was frustrated and unhappy with the lead performance and requested a new lead. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.